Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. It was further reported that the light blue main body was cracked. This was found during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one actual sample was received for evaluation. Visual inspection identified a cracked main body. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.